Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease sharp broken on posterior assessed as fold flaw opening. Additional observations: ¿ wear abrasion observed. ¿ red particles on the surface of the shell. ¿ crease fold observed. ¿ stress marks observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.